Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the coupling screw would not disengage from the helical blade inserter. The patient presented a hip fracture and underwent an initial procedure with a trochanteric fixation nail (tfn) system on (B)(6) 2016. Post-surgery, after the patient was closed, the coupling screw would not disengage from the helical blade inserter. It is stuck together. There was no surgical delay or patient harm. The procedure was successfully completed. The patient is unaffected by the event. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: october 08, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: one helical blade inserter (part 03.037.024, lot t115132) and one blade/screw coupling screw (part 03.037.026, lot 9670717) were received for investigation assembled together. It does not appear like the devices were disassembled prior to decontamination. During the investigation, the devices were separated without any difficulty. Due to a set of internal threads on the inserter, the coupling screw must be unscrewed prior to attempting to remove it. Upon disassembly a large amount of biological material was found in the cannulation's of both devices. This likely contributed to the complaint condition, but the exact cause could not be determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. The relevant drawings at the time of manufactured and current were reviewed and no issues were found. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The devices were found to be worn from regular use with scratches and roll marks on the external surfaces of the connecting screw as well as cosmetic scratches and marks on the external surface of the inserter. All this damage was cosmetic and would/did not affect the ability for the devices to function as intended. No functional issues were found with either device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.